Event description:
The surgeon attempted to insert a aq2003v 3 piece silicone lens. The lens trailing haptic tore when the lens was being advanced in the cartridge prior to insertion into the eye. No pt contact or injury. The cause of the trailing haptic tearing is unk.